Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The event date listed is reflective of the time zone of the country of the event.

Event description:
It was reported that air bubbles were observed in the tubing. Customer primed the air bubbles out of the tubing. Customer resumed pump therapy. There was no reported adverse impact to customer's blood glucose.